Event description:
Caller states that the inform meter has melted plastic, and the connector pins are blackened. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform meter. Reference medwatch (B)(6) for the inform base.